Event description:
It was reported that the physician&#38112;programming system was displaying the error message: "unable to open port." Troubleshooting was performed and was isolated to the cable. As a result, a replacement tablet serial adapter was provided. The suspect tablet serial adapter cable has not been received to date.

Event description:
The suspect tablet serial adapter cable was received by the manufacturer for analysis. Analysis was completed, and the reported issue was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.